Manufacturer narrative:
Update d9: date device returned to manufacturer. Update h6: code c19 - the manufacturing records were reviewed, and the device lot met all pre-release specifications. Code d15 - the primary reported failure mode, related to a failure to deploy, was not consistent with the engineering evaluation findings of an ability to deploy from the knob. However, the engineering evaluation did observe a partially deployed outer zipper indicating deployment was attempted. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The returned device exhibited several forms of damage (e.g. Shifted endoprosthesis, exposed distal shaft, bent struts, broken deployment line fibers). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat splenic artery aneurysm. A cook12fr long sheath was used in combination with a 2.6 m stiff guidewire. Viabahn device was advanced to target lesion, physician started to deploy the device. However, there was significant resistance felt during the deploying process, viabahn device was not able to be deployed. Viabahn device was withdrawn from patient. Another viabahn device of the same model was used to complete the procedure successfully. Patient didn't experience any adverse consequences.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21: the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.